Manufacturer narrative:
Additional information was added to h4, h6, h11. H4: the lot was manufactured may 13-14, 2025. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air leakage was observed from port 5 during use of an exactamix 2400 valve set. The event occurred during medicine pumping. There was no patient involvement. No additional information is available.